Manufacturer narrative:
The reported event of guidewire insertion failure was confirmed. Final analysis found that as received, a partial lead (only connector portion) was returned in one piece. X-ray examination of the partial lead found damaged inner coil at the connector region. The guidewire insertion test could not be tested due to damaged inner coil as received. The cause of the reported event was due to damaged inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead had difficulty being inserted into the guidewire. The lead was not used and replaced. The patient was recovering post-procedure.